Manufacturer narrative:
It was reported a thermocool® smart touch® sf bi-directional navigation catheter was delivered to the customer with carton damage and sterility compromised. It was reported the transport carton was damaged just like the device manufacture packaging carton. They opened it and the packaging ensuring the sterility of the product is compromised, so they cannot use it. We do not know at which level of the transport circuit the product was damaged. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. Based on received picture, the damage appears to be caused due to external mechanical force. The product is inspected in process before packaging and prior to leave the facility. Therefore, the issue could be related to storage and handling, but this cannot be conclusively determined. A manufacturing record evaluation (mre) cannot be performed since the lot number was not provided. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation of those pictures is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-001504100

Event description:
It was reported a thermocool® smart touch® sf bi-directional navigation catheter was delivered to the customer with carton damage and sterility compromised. It was reported the transport carton was damaged just like the device manufacture packaging carton. They opened it and the packaging ensuring the sterility of the product is compromised, so they cannot use it. We do not know at which level of the transport circuit the product was damaged.